Event description:
It was reported the asymptomatic patient presented for an in clinic follow up. Upon interrogation, it was observed the leadless ventricular pacemaker was in an unexpected reset mode and exhibited decreased battery longevity. Programming changes were completed to clear the reset alert. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of the leadless pacemaker entering evvi/backup mode was confirmed. Analysis of session records indicated that the device entered evvi/backup mode likely due to the presence of excessive external noise, but the source was not able to be confirmed. The cause of the backup was not established.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024. This event is pending a correction/removal reporting number.